Event description:
N/a.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The investigation was unable to determine a cause for the reported clip opened while locked (unintended movement). The reported off-label use was due to the user using the device on the tricuspid valve. The device is included in the correction notice issued by abbott on 06 sep 2022 for clips not being able to establish final arm angle (efaa) and/or clip opening while locked (cowl) with the mitraclip and triclip delivery system(s).

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. (B)(4). The device is included in the correction notice issued by abbott on 06 sep 2022 for clips not being able to establish final arm angle (efaa) and clip opening while locked (cowl) with the mitraclip and triclip delivery system(s).

Event description:
This is filed to report the clip opening while locked. It was reported that on (B)(6) 2022, an off-label procedure was performed to treat degenerative mitral regurgitation (mr) with a grade of 4 and tricuspid regurgitation (tr) with a grade of 4 with an enlarged atrium. The triclip steerable guide catheter (tsgc) was advanced to the mitral valve and one mitraclip was implanted with no reported issue reducing the mr to a grade of 1. The tsgc was then retracted to the right atrium to treat the tricuspid regurgitation. One mitraclip (20330r119) was advanced and placed in the posterior-septal position. Right after deployment, the clip opened to 40 degrees but was still attached to both leaflets. The procedure was complete and the tr was reduced to grade 2. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.